Manufacturer narrative:
D10: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00005. The reason for the revision in this event cannot be confirmed from the information provided but may be due to a combination of prosthesis wear and aseptic loosening between the femoral component and the bone as reported or may have been the result of patient conditions, implant sizing, or implant positioning issues. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. A contributing factor to the alleged wear on the tibial insert may have been result of being packaged in a non-conforming vacuum bag for five years. However, the reported loosening and wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #2 of 2 for this event. It was reported via legal documentation a patient had an initial right total knee arthroplasty. Subsequently, two (2) years late, the patient experienced pain, swelling, instability, bone loss, aseptic (non-infected) loosening and ambulation difficulties. As a result, the patient underwent a revision procedure of the femoral and tibial insert components. No further patient impact was reported. No additional information is available.